Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow events. According to the account, the low flow events were related to right heart failure and ventricular tachycardia (vt). A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The submitted log file captured low flow events on (B)(6) 2021 when the flow decreased below the 2.5 liters per minute (lpm) alarm threshold. No other atypical events were captured, and the pump appeared to function as intended above the low speed limit throughout the duration of the file. The patient ultimately expired due to cardiac arrest on (B)(6) 2021 and heartmate ii lvas, serial number (B)(6), was not returned for evaluation (refer to MFR #2916596-2021-02895). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of heartmate ii lvas. Section 1 also provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 also cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The exact date of onset of the low flow alarms was not provided and was estimated to be 3 weeks prior to the date communicated.

Event description:
It was reported that the patient had persistent low flow alarms on their controller starting 3 weeks ago. The patient experienced ventricular tachycardia (vt) values in the 160s bpm and was admitted. The customer is continuing to optimize the patient's condition in the cardiac intensive care unit (cicu). Technical services reviewed the log file and observed low flows attributed to the pump seeing a reduction in blood volume. Additionally, it was reported that the patient was diagnosed with right heart failure after admission from the catheter lab on (B)(6) 2021. The patient was found to be in vt, was cardioverted, a leave-in swan-ganz catheter was placed, and the patient was admitted to cicu with cardiac indexes < 2.0. It was unclear if the patient had vt prior to vad. The customer believed that the low flow events were related to right heart failure and vt. The low flow alarms had lessened significantly, but were not fully eradicated. The patient was treated with an inotrope drip, which was stopped prior to discharge home on (B)(6) 2021. The plan of action was for close clinic/lab follow-up and to restart inotropes if the low flow alarms returned. It was communicated that the patient also has an over-sewn aortic valve.